Event description:
A regional clinical specialist called for the patient and reported that the pt pulled his insulin cartridge from the infusion device and the plunger of the cartridge remained attached to the piston rod resulting in insulin spilling into the cartridge compartment. The patient indicated that he always pulls the insulin cartridge from the infusion device. The regional clinical specialist educated the pt on the proper technique for removing the insulin cartridge as described in the product labeling. No physiological effects were reported. The infusion device was replaced and requested to be returned for evaluation.